Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), depression ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent") and nausea ("it makes me nauseated"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, depression, tooth disorder, infection, dysgeusia, parosmia and nausea outcome was unknown. The reporter considered depression, dysgeusia, genital haemorrhage, infection, migraine, nausea, parosmia, pelvic pain and tooth disorder to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case received-reporter added. Event- metallic taste, metallic scent, nauseated added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 676848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, scarring, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches") and weight increased ("weight gain/ loss (specify which one): weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy for essure removal) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, depression, tooth disorder, infection, dysgeusia, parosmia, nausea, headache and weight increased outcome was unknown. The reporter considered depression, dysgeusia, genital haemorrhage, headache, infection, migraine, nausea, parosmia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, lot no, concomitant disease, new events headache and weight increased added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ terrible pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 676848) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, uterine scar, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches"), weight increased ("weight gain/ loss (speciy which one): weight gain"), fatigue ("extremely fatigued"), arthralgia ("joint pain"), abdominal pain lower ("abdominal cramping") and malaise ("she felt so sick"). The patient was treated with surgery (total laparoscopic hysterectomy removing uterus with bilateral salpingectomy for essure removal) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, depression, tooth disorder, infection, dysgeusia, parosmia, nausea, headache, weight increased, fatigue, arthralgia, abdominal pain lower and malaise outcome was unknown. The reporter considered abdominal pain lower, arthralgia, depression, dysgeusia, fatigue, genital haemorrhage, headache, infection, malaise, migraine, nausea, parosmia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: since the hysterectomy, her symptoms had almost completely gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on 6-jul-2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Most recent follow-up information incorporated above includes: on 30-jul-2018: information received from social media: events terrible pain was clubbed with previously reported event. Events fatigue, arthralgia, abdominal pain lower, malaise were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ terrible pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. 676848(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, uterine scar, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), depression ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches"), weight increased ("weight gain/ loss (speciy which one): weight gain"), fatigue ("extremely fatigued"), arthralgia ("joint pain"), abdominal pain lower ("abdominal cramping") and malaise ("she felt so sick"). The patient was treated with surgery (total laparoscopic hysterectomy removing uterus with bilateral salpingectomy for essure removal) and surgery (novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, depression, tooth disorder, infection, dysgeusia, parosmia, nausea, headache, weight increased, fatigue, arthralgia, abdominal pain lower and malaise outcome was unknown. The reporter considered abdominal pain lower, arthralgia, depression, dysgeusia, fatigue, genital haemorrhage, headache, infection, malaise, migraine, nausea, parosmia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: since the hysterectomy, her symptoms had almost completely gone away. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality safety evaluation of product technical complaint. Fu ptc declined by qa (no valid batch, no new ptc information). Incident : no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ terrible pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 676848-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, uterine scar, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), mixed anxiety and depressive disorder ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches"), fatigue ("extremely fatigued"), arthralgia ("joint pain"), abdominal pain lower ("abdominal cramping"), malaise ("she felt so sick"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain/ loss (speciy which one): weight gain"). The patient was treated with surgery (novasure ablation and total laparoscopic hysterectomy removing uterus with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, mixed anxiety and depressive disorder, tooth disorder, infection, dysgeusia, parosmia, nausea, headache, weight increased, fatigue, arthralgia, abdominal pain lower, malaise, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysgeusia, fatigue, genital haemorrhage, headache, infection, malaise, menorrhagia, migraine, mixed anxiety and depressive disorder, nausea, parosmia, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: since the hysterectomy, her symptoms had almost completely gone away. She received treatment for the pelvic pain, abdominal pain and menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events "abdominal pain and menorrhagia (heavy menstrual bleeding)", reporter added. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ terrible pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 676848-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, uterine scar, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), mixed anxiety and depressive disorder ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches"), fatigue ("extremely fatigued"), arthralgia ("joint pain"), abdominal pain lower ("abdominal cramping"), malaise ("she felt so sick"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain/ loss (speciy which one): weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (novasure ablation and total laparoscopic hysterectomy removing uterus with bilateral salpingectomy for essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, mixed anxiety and depressive disorder, tooth disorder, infection, dysgeusia, parosmia, nausea, headache, weight increased, fatigue, arthralgia, abdominal pain lower, malaise, abdominal pain, menorrhagia and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysgeusia, fatigue, genital haemorrhage, headache, infection, malaise, menorrhagia, migraine, mixed anxiety and depressive disorder, nausea, parosmia, pelvic pain, smear cervix abnormal, tooth disorder and weight increased to be related to essure. The reporter commented: since the hysterectomy, her symptoms had almost completely gone away. She received treatment for the pelvic pain, abdominal pain and menorrhagia. Discrepancy noted in essure insertion date was (B)(6) 2010 (as per social media) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Lot number reported is (676848 ) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ terrible pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. 676848-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, irritability, polymenorrhoea, depression, anxiety, absence of menstruation, chronic cervicitis, paratubal cyst, uterine bleeding, uterine scar, dysplasia, vertigo, libido decreased, bladder infection and fibromyalgia. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), migraine ("migraines"), mixed anxiety and depressive disorder ("depression and anxiety"), tooth disorder ("dental issues"), infection ("infections"), dysgeusia ("metallic taste"), parosmia ("metallic scent"), nausea ("it makes me nauseated"), headache ("headaches"), fatigue ("extremely fatigued"), arthralgia ("joint pain"), abdominal pain lower ("abdominal cramping"), malaise ("she felt so sick"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight increased ("weight gain/ loss (specify which one): weight gain") and smear cervix abnormal ("abnormal pap"). The patient was treated with surgery (novasure ablation and total laparoscopic hysterectomy removing uterus with bilateral salpingectomy for essure removal). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, mixed anxiety and depressive disorder, tooth disorder, infection, dysgeusia, parosmia, nausea, headache, weight increased, fatigue, arthralgia, abdominal pain lower, malaise, abdominal pain, menorrhagia and smear cervix abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, arthralgia, dysgeusia, fatigue, genital haemorrhage, headache, infection, malaise, menorrhagia, migraine, mixed anxiety and depressive disorder, nausea, parosmia, pelvic pain, smear cervix abnormal, tooth disorder and weight increased to be related to essure. The reporter commented: since the hysterectomy, her symptoms had almost completely gone away. She received treatment for the pelvic pain, abdominal pain and menorrhagia. Discrepancy noted in essure insertion date was (B)(6)2010( as per social media) diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 98.42 kgs. Hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: migraine, pelvic pain, weight increased. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new event abnormal pap was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), depression ("depression and anxiety"), tooth disorder ("dental issues") and infection ("infections"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, migraine, depression, tooth disorder and infection outcome was unknown. The reporter considered depression, genital haemorrhage, infection, migraine, pelvic pain and tooth disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.